Event description:
Mat#302832 lot#4152403 several of the syringes have a milky substance on the black of the plunger (inside the syringe) customer has sample to return and noticed (B)(4) total. No patient involvement.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported there is a milky substance on the black of the plunger. To aid in the investigation, two samples and one photo was received for evaluation by our quality team. One sample came in a sealed packaging blister and one sample came with no packaging blister. A visual inspection was performed, and there were no defects or imperfections. No excess of silicone was observed. The photo provided shows a syringe out of the packaging blister and the plunger rod pulled back. The syringe plunger rod rubber stopper has what appears to be a droplet of lubricant at the center. However, it is not clear from the photo if it is lubricant, or light reflected on that spot. No other information could be obtained from the photo. A device history record review was completed for provided material number 302832, lot 4152403. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there is a milky substance on the black of the plunger. To aid in the investigation, two samples were received for evaluation by our quality team. One sample came in a sealed packaging blister and one sample came with no packaging blister. A visual inspection was performed, and there were no defects or imperfections. No excess of silicone was observed. A device history record review was completed for provided material number 302832, lot 4152403. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.